Event description:
It was reported that the c-arm left trigger button was out and the arm moves on its own. No injury reported. A field engineer was dispatched to the site and the left gantry switch was found to be sticking. The left and right gantry switches were replaced and once this was completed the system was working as intended.